Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: the reported complaint was confirmed. Evaluation showed that the lock has rotational and lateral movement and a residue buildup was present. This device exceeds its expected life of 7 years (manufactured 2010). The unit was repaired by replacing all worn parts, performing general cleaning and maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00517. A facility reported that the mayfield modified skull clamp (a1059) had too much play in locking mechanism. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.